Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device locked open and could not be pulled through the trocar. The site had to pull the trocar and device out of the abdomen. Since they were at the end of the procedure, there was no impact to the patient.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.